Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) remoted into the system and confirmed the error. Upon checking mql, the last transaction showed as 'rejected.' The user was advised to contact pharmacy to allow the rejection before reissuing the request. After following this process, the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user tried to issue medication 02 13 65991702100305go1x hydrocodone apap 10/325 mg tablet to patient 3042\f\181882. However, the medication appeared in the patients profile as rejected instead of issuing successfully. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.